Event description:
Voluntary medwatch received states that the atrial lead exhibited under sensing. No intervention or procedure was reported. No patient symptom was reported.

Manufacturer narrative:
The right ventricular (rv) lead reported in a separate medwatch #mw5179473.